Manufacturer narrative:
The hygiene microbiological investigation (hmi) results were provided. The results reported the device channel (all channels) tested positive with the following: sampling date: (B)(6) 2022, microorganism revivable at 30°c/ endoscope = 8 cfu/endoscope, microorganism revivable at 30°c/ 100 ml = 5 cfu/endoscope, micrococcaceae 8 cfu. Sampling date : (B)(6) 2022, microorganism revivable at 30°c/ endoscope = 59 cfu/endoscope, microorganism revivable at 30°c/ 100 ml = 46 cfu/endoscope, micrococcaceae 37 cfu. Staphylococcus coagulase negative 22 cfu. In a follow up communication with the customer, it was reported however, that the device was not contaminated. It was conveyed "the hospital informed olympus france (ofr) customer service that the endoscope was not contaminated and that the endoscope has been sent to regional repair center olympus france (rrc) ofr for a leak issue. Cds checklist was not provided and the device evaluation has not yet started. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The user reported that they reprocessed the subject device, and culture tested which resulted in negative. However, the user sent the device to olympus for they detected leakage (non pae). Since the user did not provide reprocessing steps, the legal manufacture could not conduct a review of the steps. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and customer updates on cds and culture sampling performed on the device. Communication with the customer facility conveyed the following information: the customer performed a new cds process and then a new sampling which results conforms to french regulation. Regional repair center olympus france (rrc ofr) device evaluation, the following findings were noted: biopsy port check inspection failed. The ks mouthpiece found damaged. Electrical safety test passed. No other issues observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.